Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye after approximately 1.5 months. It was stated that the patient did not adapt well to this lens due to visual disturbances. No patient injury was reported.

Manufacturer narrative:
(B)(4). Visual inspection showed that a half optic part was received. An intensive search for the other part within the packaging was not successful. No optical deviations on the present optic part could be found. Due to the received condition of the lens condition, a diopter measurement test could not be performed. A review of the manufacturing records showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 18.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications.